Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The intuitive surgical, inc. (Isi) field service engineer (fse) replaced the integrated electrosurgical unit (iesu) due to error c-34. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found to have errors c-34. The complaint was confirmed based on the field evaluation/failure analysis.

Event description:
It was reported that during a da vinci-assisted ventral hernia tar procedure, there was an error c-34 on the integrated electrosurgical unit (iesu) generator. An intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted for assistance. The isi tse confirmed the error pointing to an internal error of the iesu. The isi tse requested to restart the iesu with power removal and removal of the instruments, but the error persisted. The iesu unit should need to be replaced. The customer was planning to use the vision side cart (vsc) of their other system to finish the surgery. All the troubleshooting steps were completed. The procedure was converted to another da vinci system, with no patient harm, adverse outcome, or injury. The issue caused a delay in the procedure of less than 15 minutes.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced the integrated electrosurgical manipulator (usm) due to error c-34. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.